Event description:
It was reported that dissection occurred that requires additional intervention. The 95% stenosed target lesion, located in the right coronary artery, was predilated with a 2.75 x 15 mm non-boston scientific semi-compliant balloon. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, after deploying the stent, distal edge dissection was found. Then another 4.00 x 20mm synergy xd was used to cover the dissection and complete the procedure. The patient was stable post-procedure.